Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conduction disturbances, such as heart block, anemia, plueral effusion and pulmonary edema are known potential adverse effects. Complete heart block can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the prosthetic aortic valve. In this case a permanent pacemaker was implanted. Anemia, often caused by bleeding, is a known potential adverse effect that can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. The issue is commonly resolved through a blood transfusion or provision of packed red blood cells. This patient required 1 unit of packed red blood cells. A conclusive cause for the report of right lower lobe atelectasis could not be determined from the limited information available. (B)(4).

Manufacturer narrative:
Patient weight was obtained and has been added to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient went into complete heart block following the initial crossing of the valve with the guide wire. The patient was paced through the implant case and subsequently, a permanent pacemaker was implanted at the end of the case. It was noted that prior to implant the patient was anemic, after the case the patient's anemia worsened and the patient required 1 unit of packed red blood cells. Patient was noted to have a moderate right side pleural effusion prior to implant, but following the procedure, the pleural effusion increased. No treatment given. The patient developed pulmonary edema and right lower lobe atelectasis, no treatment given. They will continue to monitor the patient. No other adverse patient effects were reported. The valve remains implanted.